Event description:
It was reported after a da vinci-assisted benign hysterectomy and appendectomy procedure, the patient experienced a bowel hernia at a port site location which required a secondary surgery to resolve. On post-operative day (pod) six, the patient went to a hospital different from where the initial da vinci-assisted surgical procedure was performed. It was found that the patient had a hernia at the location where a port was placed. This resulted with bowel herniating subcutaneously. A general surgeon intervened by cutting down at the site of the hernia and repairing it with mesh. The patient recovered well and was discharged the next day after the secondary procedure. There were no concerns of long-term complications identified.

Manufacturer narrative:
No product is expected to be returned based on this complaint.